Event description:
It was reported that pump battery depleted too quickly, but this did not cause pump to shut down, and customer saw high blood glucose reading with an unspecified exact value. Customer stopped using pump in response, did not require emergency help, and no further details were obtained because contact with customer was not successful.